Manufacturer narrative:
A replacement glidescope core smart cable was provided to the customer and the reported smart cable used during the incident was returned to verathon for evaluation. A verathon technical service representative evaluated the returned smart cable and was able to confirm the reported cable failure. Upon visual inspection, the metal shroud was found missing from the smart cable's hdmi connector. When connected to verathon's known, good, test equipment, the smart cable produced a poor quality image with green tint overlaying the image. Manipulating the connection between the smart cable and test imaging device caused the image to cut out entirely and the test monitor ceased to recognize the imaging devices attached. The customer's glidescope core smart cable failed verathon's device functionality testing. The glidescope core operations and maintenance manual (omm) notes, "before every use, ensure that the instrument is operating correctly and has no sign of damage. Do not use this product if the device appears damaged." Verathon followed up with the customer and restated the importance of checking the device before its use in a procedure. Upon completion of verathon's device evaluation, the customer's smart cable was scrapped due to already being provided a replacement and there being no repairs available for the device. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
A customer reported that during a patient procedure, using a glidescope core smart cable, the hdmi connection was loose and the cable detached, completely knocking out the picture. The procedure was completed using a backup system which was made available in an unspecified amount of time. No delay in the procedure or harm to the patient was reported.